Event description:
It was reported that as the iab was being inserted, the clinician noticed "blood spurting out from the distal end of the balloon tip". This was described as "unlike the blood which comes out through the steel line (the end where the pressure transducer kit is attached)". Due to this difficulty encountered during the insertion procedure, the iab was removed and replaced. There were no further reported difficulties or pt complications.